Event description:
It was reported that this was a venotomy closure of the right common femoral vein using two prostyle devices after a cardiac ablation interventional procedure with a 7.5f sheath. Reportedly, the suture of the first device came out with the formed knot during removal. The knot of the second device was placed on the tissue tract. The suture was intentionally cut and removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to the positioning problem include, but are not limited to, user technique or patient anatomical conditions. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.